Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During a follow-up visit, a mesh erosion was noted. The patient underwent another procedure to cut the mesh on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.